Event description:
Medtronic received information that approximately 2 months following the implant of this transcatheter bioprosthetic valve, the patient was admitted for +4 heart failure. A computed tomography (CT) identified that the transcatheter valve was 20+millimeter (mm) deep in the ventricle which caused wide open aortic insufficiency and moderate mitral regurgitation. As result, a non-medtronic 26mm aortic transcatheter valve was also implanted. This helped resolve the aortic insufficiency to mild. However, the mitral regurgitation remained moderate. The mitral regurgitation was being monitored at this time. No further treatment provided at this time for the mitral regurgitation. Per the physician, patient anatomy did not appear to have contributed to the deep location of the valve. As reported, the left ventricular outflow tract (lvot) did not appear to open much. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that prior to the initial implant of this transcatheter valve a pre-balloon aortic valvuloplasty (bav) was not performed. Approximately twelve days following the valve implant, an echocardiogram noted a mean gradient of 12 millimeters of mercury (mmhg). Mild aortic valve regurgitation and mild paravalvular aortic insufficiency (paravalvular leak) were noted. There was no evidence of aortic valve stenosis. The valve was reported to have been functioning normally. Mild left ventricle dilation, moderate left ventricular hypertrophy with preserved systolic function and an ejection fraction of 60% were observed. The left ventricular wall motion, left ventricular diastolic function, and left atrium were normal. The right ventricle cavity, right ventricular systolic function, and right atrium were normal. The mitral valve structure was normal with mild to moderate valve regurgitation. No evidence of mitral valve stenosis. The pericardium, ascending aorta, and the aortic root were normal. Additionally, it was noted there was no significant change compared to a previous echocardiogram. Additional information was received in which the physician reported that the low depth of the transcatheter valve had affected the mitral regurgitation. An echocardiogram confirmed that the inflow of the valve was interacting with the mitral leaflet. The mitral valve condition continued to be monitored. No additional adverse patient effects were reported. New device code corrected data: previous device code a010402 now removed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.